Manufacturer narrative:
D10 concomitant medical products: unk-sigadapt, unknown signia egia adapter (serial#:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the device has premature end of life. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of fatal error caused by software restrictions that has no relationship to the reported condition. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during device testing, the powered handle screen displayed a green handle, a white adapter and a green reload indicator but nothing was attached. When attempting to charge it the device beeped. A hard reset was tried but the issue persisted. There was no patient involvement. Medtronic's initial evaluation of the returned product found that a software restrictions on the capacity of the queue.